Event description:
The customer reported that he applied the pod to his arm on (B)(6) 2013 and his blood glucose was in normal range until the morning of (B)(6) 2013, when it measured 260 mg/dl. He noticed a "clammy patch" and blood in the cannula as was not sure if the cannula was out of the skin.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm any product malfunction. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns, "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged." "Because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and, "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod." Qualification records were reviewed and the product lot met all acceptance criteria.